Manufacturer narrative:
The samples were collected in greiner li heparin plasma tubes and centrifuged for ten minutes at 3000g at 10 degrees c. System checks on 06/10/2010 and 06/11/2010 were within instrument specifications. Data for system checks on 06/09/2010 are not available. Application support (as) was dispatched for this event. The original sample was under half full and slightly turbid. This was confirmed by the application support. Application support reviewed system check document and found no issues. Sample integrity may have been a contributing factor; however, a clear root cause has not been identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated accutni result within the risk stratification range generated by the unicel (r) dxc 600i synchron access clinical system. Patient sample was retested on the same unit and lower result was obtained. The erroneous result was reported out of the laboratory. Patient treatment was not impacted by this event.